Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer reported the sensor prematurely detached on the same day of application and she was unable to obtain reading and blindly self-treated with insulin (dose/type unknown). Customer subsequently experienced symptoms described as headache and nausea and was rushed to a hospital where she was diagnosed with diabetic ketoacidosis (dka) and administered insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.